Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the mega suturecut needle driver instrument had broken and a piece fell off of the instrument. The broken piece was reportedly retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mega suturecut needle driver instrument had a piece on the end break off and the customer did retrieve it.

Manufacturer narrative:
Based on the claim against the product by the customer noting broke, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.